Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging there was a piece of test strip in the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, a piece of test strip was not found in the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.